Event description:
The customer reported that the generator displayed the error message ¿probe tip defective,¿ in addition, one branch broke off during a therapeutic urology procedure, involving an olympus thunderbeat. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.